Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported by the hospital's biomedical engineering technician that while they were reviewing the logs, they noted an 800.8000 error code to have occurred on (B)(6), 2022, at 5:55:14 am (timestamp on the logs). The customer does not have any additional details regarding that event and only reported this issue to bd on may 23, 2023. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported while reviewing logs during repair on the device, a 800.8000 error code was found on (B)(6) 2022 at 5:55:14 am. The customer does not have any additional details regarding that event. There was patient involvement but no harm.